Event description:
Patient was wearing a pod on the arm for between 5 and 24 hours. On (B)(6) 2026, the legal guardian reported that patient experienced hyperglycemia with blood glucose level greater than 600 mg/dl, nausea, vomiting, and dizziness and was hospitalized. During hospitalization, the pod adhesive was observed to be partially detached, and the pod was not adhering properly. The pod was removed, and insulin was administered by injection. The patient was discharged on (B)(6) 2026 in stable condition. The legal guardian alleged the event was related to the pod. Lot, sequence, and serial numbers were unavailable because the pod was removed and discarded during hospitalization.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.